Event description:
I have many bii symptoms and have the allergan breast implants that were recalled. Breast pain, arm, shoulder, neck pain, capsular contracture, chronic fatigue and pain, fibromyalgia, memory loss, brain fog, migraines, twitching muscles, hair breakage, low libido, palpitations. FDA safety report ID# (B)(4).